Manufacturer narrative:
Result of investigation: the reported complaint was not confirmed and not duplicated by vyaire's failure analysis lab. The reported issue was resolved by shipping the customer a replacement product.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The suspect device / component has not been returned to vyaire. Therefore, no definitive root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced a low tidal volumes and pip (peak inspiratory pressure) is zero. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the suspect device/component undergone evaluation and upon start up the unit alarmed motor fault and circuit disconnect. Vyaire tech support did not find any problem upon visual inspection nor did find any alarm on start up upon removing turbine assembly. Vyaire tech support was able to duplicate the reported issue. Additional problem on the device found that main board failed during testing and need to be replaced and rear panel was received damaged. As a resolution, the defective component was replaced. Vyaire medical ensured all components are up to date and continued per service processing procedure. The suspect device/component passed all testing and met all specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.